Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had a compromised forced sensor system error. The customer's blood glucose level was 399 mg/dl. The customer reported that the alarm occurred during set change. The customer had got a low battery alarm between the rewind and the prime on the insulin pump. The customer reported that the drive support cap was sticking out. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.